Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced stroke-like symptoms, including numbness and weakness of left arm. A magnetic resonance imaging (MRI) review discovered "acute/subacute ischemia involving the right frontal lobe, and to lesser right parietal/occipital lobes. Gradient echo imaging shows small associated right frontal hemorrhage, either developing hemorrhagic transformation or laminar necrosis. At this time there is no significant associated mass effect." Subsequent angiography showed stent patent. Pt has improving left arm weakness.